Event description:
Breast implant capsular contracture, bakers 3+. Dx of fibromyalgia & uctd multiple abnormal labs & abnormal skin biopsy pathology. Some labs reverted to normal after explantation. Saline bag ruptured with saline gone upon explant with gel sack peeling & gel on outside. Rptr was an rn x 18 yrs., now on disability at age 40.